Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was in clinical use when the issue occurred, and the procedure got delayed and completed by letting the system cool down. A philips remote service engineer (rse) examined the system remotely and confirmed that the system did not allow cine, and it showed image disk error. The rse reviewed the log file and found no image disk and pc errors and showed heating message in the detector. The bio engineer said that the technical room was very hot, and the air conditioning (ac) temperature was very high. The rse advised the customer to keep the technical room door closed and to maintain ac temperature in the range of 19 to 21°c to avoid damage to equipment that could not be covered by contract or warranty due to obvious damage from misuse. After controlling the room temperature, the system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude a product malfunction with the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that there was no malfunction of the system. Log file analysis confirmed that the issue occurred due to overheat in the room because of the fault in the ac temperature, due to which the system was temporarily unavailable. No malfunction of the system was identified. Based on the investigation results, philips concluded that the complaint is not reportable. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the system produced image disk errors and failed to emit x-rays. There was no reported patient or user harm. Philips has started an investigation of this complaint.